Event description:
A peritoneal dialysis (pd) patient's contact reported finding a fluid leak following treatment. When she removed the cassette she found fluid inside the cassette area. The set was discarded. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. His effluent remained clear. No antibiotics were prescribed. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.